Event description:
This is a spontaneous case report received from a medical doctor in united states on 16-apr-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c26965 for sterilization. Valium, lidocaine block and ketorolac were used prior procedure. On placement left ostia was visualized but first placement failed; did not deploy. Second insert deployed and it went in easily with no tubal spasm. No resistance was observed and 3 trailing coils were seen. Then patient started complaining of acute onset severe llq (left lower quadrant) pain for no reason. Procedure was aborted and patient was sent to ER. Physician ordered flat plate and was awaiting results. Follow up information received on 16-apr-2015 and 21-apr-2015: patient information was updated. The patient had unilateral left tube placement with 3 trailing coils. As of (B)(6) 2015, the patient was still experiencing pain. Ptc investigation result received on 27-apr-2015 ptc global number (B)(4). Final assessment lot c26965 production date 27-feb-2014; expiration date 28-feb-2017 deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event during the procedure is an anticipated event. Medical assessment this ptc was initiated due to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow up 29-jul-2015: follow up attempts have been completed, without response to date. Case considered closed. Follow-up received on 04-sep-2015 and 14-sep-2015 (updated ptc result): information received states that physician performed a laparoscopic tubal on this patient. No other information was provided. Updated ptc result. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had an acute onset of severe llq pain after first device was inserted. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Pain and cramping may occur during and following the insertion procedure. In the present case, the first placement on left side failed as the device did not deploy. Then a second insert deployed and was placed with no resistance, however the patient started complaining of acute onset severe left lower quadrant pain and the procedure was aborted. She was sent to ER and physician was waiting for the results of flat plate. Considering the available information and since the acute pain started during the procedure, a causal relationship with essure cannot be excluded. Neither hospitalization nor surgical intervention were reported, hence this case is regarded as non-incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.